Manufacturer narrative:
(B)(4). Intravenous treatment, for the recurrent peritonitis, with cefepime stopped after twenty days. It was reported that hemodialysis therapy was ongoing. The cause of death was unknown. It was unknown if an autopsy was performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The peritonitis was manifested by cloudy effluent. On the day of onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. Beginning on the day of onset, the patient was treated with cephalotine 1 gram daily intraperitoneally for ten days and amikacine 100 milligrams daily intraperitoneally for ten days for the peritonitis event. Dianeal therapy was ongoing. The peritoneal effluent became clear and after three days of hospitalization, the patient was discharged. Twelve days prior to the receipt of this report, the patient experienced recurrent peritonitis, manifested by cloudy effluent. On the day of onset, the patient was hospitalized for the recurrent peritonitis event. The cause of the recurrent peritonitis was unknown. Beginning on the day of onset, the patient was treated with cefepime intravenously (dosage, frequency, and duration not reported), caspofungin intravenously (dosage, frequency, and duration not reported), and acyclovir intravenously (dosage, frequency, and duration not reported) for the recurrent peritonitis event. Antibiotic treatment with the intravenous antibiotics was ongoing. Dianeal therapy was ongoing, but on an unreported date in the same month as the recurrent peritonitis diagnosis; dianeal therapy was stopped and the patient was changed to hemodialysis therapy. The patient was recovering from the peritonitis and recurrent peritonitis events. No additional information is available.

Manufacturer narrative:
(B)(4). During follow up with the reporter, they stated that the patient's treatment with caspofungin and acyclovir for the recurrent peritonitis was suspended, and the patient began treatment with fluconazole (route, dose, frequency, and duration not reported). Forty eight days after the onset of peritonitis and 20 days after the onset of recurrent peritonitis, the patient died. The cause of death was not reported. It was not reported whether the patient was recovered from the peritonitis prior to death. It was not reported if an autopsy was performed. Should additional relevant information become available, a supplemental report will be submitted.